Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed that 6ml remained in the cassette, despite the cassette being empty. It was reported that additionally the pump would not read that the cassette was attached to the pump. It was reported that the patient had a back-up pump to continue infusion. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed lens damage and some wear marks. Functional testing involved delivery accuracy testing and showed the pump was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed. Updated: concomitant medical products and device evaluated by MFR.